Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer blood glucose (bg) levels were low at 50mg/dl. Low bgs were treated by consuming carbohydrates. No issues were found with the pump, during troubleshooting with tandem technical support.